Event description:
Note: event date unk. It was reported to boston scientific corp that a c.r.e. Wireguided balloon dilatation catheter was used during an esophageal dilatation procedure. According to the complainant, during the procedure the balloon burst. The procedure outcome and pt's condition is unk. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).